Event description:
It was reported that during the implant procedure, the delivery catheter did not operate smoothly and was not used. When using the balloon catheter, the contrast dye did not come out smoothly and the angiography could not be performed. That catheter was not used. It was also noted that the right ventricular lead helix would not extend and was not implanted. No patient complications have been reported as a result of this event.